Event description:
It was reported that in 2012, the patient had their pump taken out due to infection. The reporter stated that it did not have anything to do with the pump; the patient had "knocked the place where the pump was in and split it open.¿ subsequently, infection set in, and it wound up being ¿a very bad situation.¿ the pump was removed to allow the infection to clear,but there was no healthcare provider (hcp) available to replace it. The reporter called the hcp two weeks ago to inquire about pump replacement, but noted they haven¿t had an hcp who could put a pump in for 3 years. Additionally, the reporter stated that a ¿morphine pump¿ was to be put back in. The reporter was redirected to the patient¿s managing physician for additional information. It was indicated that the patient previously had a ¿morphine pump¿; however, the drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l37097, implanted: (B)(6) 1996, product type: catheter. (B)(4).